Event description:
Reportable based on the analysis completed (B)(6) 2012. It was reported that during a uterine fibroid embolization (ufe), the 135cm renegade high flow infusion catheter stuck inside a non-bsc guide catheter. The target lesion was located in the uterus. The physician advanced the 135cm renegade high flow infusion catheter and was unable to advance or remove the infusion catheter from a non-bsc guide catheter. The infusion catheter was flushed with contrast and wiped down but remained stuck in the guide catheter. The physician removed the renegade infusion catheter and guide catheter as a unit. The procedure was completed with this device. No patient complications were reported and patient status was fine. Returned product analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found the microcatheter was broken and the distal portion was stuck in the guidecatheter. A portion of the braid was exposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user related as the dfu states that a guide catheter with a minimum diameter of .042in should be used. (B)(4).